Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the replacement procedure, on (B)(6), 2011, when the physician was removing the device from the patient to be replaced it was noted the internal bolster was missing. The bolster was inside the patient's stomach and removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, during the replacement procedure, on (B)(6) 2011, when the physician was removing the device from the patient to be replaced it was noted the internal bolster was missing. The bolster was inside the patient's stomach and removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding port and the medication port to be closed. The c-clamp was located at the 13cm mark and was closed. The external bolster was located at approximately the 4 cm mark and was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. A large remnant of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn with a large portion missing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14017052 which revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14017052.